Event description:
It was reported the patients blood glucose level rose to 279 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The returned device was evaluated and a tear was found on the exposed portion of the soft cannula. Fluid was observed diverting through the tear during fluid path testing. It is unknown when or how the tear occurred. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.